Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog wash kit, it was reported that the centrifugal bowl was found to leak blood from the bottom of the device. The device was replaced to complete the procedure. There was no additional adverse patient effect associated with this event. Medtronic received additional information that there was no damage noted in the device. Other than the visible blood leakage, no other visual, auditory, or performance abnormalities were noted. The blood leak was noticed while cleaning the first bowl of blood. The fill (fluid) level could not be provided when the problem occurred. There were no error warning message. No transfusion was required as a result of this leak. Medtronic received additional information that the device could be used normally after replacement. Medtronic received additional information that the blood in the centrifuge bowl had been discarded because of the issue.